Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. The customer obtained a sensor reading of 74 mg/dl as compared to a reading of 34 mg/dl on the built-in reader. The customer experienced cold sweats, chills, tremors, and lost consciousness. An emergency doctor arrived at the customer's home and obtained an hcp meter reading of 20 mg/dl as compared to a sensor reading of 70 mg/dl. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. The customer was diagnosed with hypoglycemia and treated with glucagon injection. There was no report of death or permanent injury associated with this event.